Event description:
A customer contacted beckman coulter inc. (Bci) stating that the coulter lh 500 instrument was leaking and the source was undetermined. The operator was wearing gloves and lab coat at the time of occurrence. There was no exposure to open wounds or mucous membranes. No injury or death was related to this issue. No patient results were affected.

Manufacturer narrative:
A field service engineer (fse) was dispatched and discovered that the blood sampling valve (bsv) was the source of the leak. The fse replaced the leaking bsv, recalibrated, and verified the instrument with controls. The issue was resolved with this service. The root cause was identified to be the bsv that was leaking between the pads. As per product labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.